Event description:
Noticed what I thought was dry eye issue or allergies. Had lasik (B)(6) 2016, (B)(6). Was told (B)(6) 2018 by dr. (B)(6) eye that my eye complaint of blurry vision, strain, etc was that I had a now 2 plus cataract left eye and a 1 plus cataract in right eye! My lasik surgery was done (B)(6) 2016 by dr. (B)(6). (B)(6).